Manufacturer narrative:
Lot, manufactured date and expiration date will remain unknown. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) failed to deploy as the plug did not separate from the device. Manual compression was applied to complete the procedure. There was no reported patient injury. The physician was certified to use exoseal vcd. The device was stored and prepared according to the instructions for use (IFU). No visible device or package damage prior to use. Angiography confirmed femoral artery suitability, including a 30¿45° insertion angle. Vessel diameter was =5mm, with no visible calcification, plaque, stent, or stenosis >50% at or near the puncture site. No evidence of preexisting hematoma, avf, or pseudoaneurysm. The femoral site had not been previously closed within 30 days. The introducer sheath used (manufacturer, model, and french size) was unknown. The procedure was performed with a retrograde approach. The exoseal vcd was used in an interventional procedure. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until the flow significantly slowed or stopped. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced during advancement. The sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, locked against the handle assembly, and an audible click was heard. However, the indicator window did not change to solid black, and the physician did not place their thumb on the plug deployment button during retraction. The indicator window did not show red, and the exoseal vcd was securely locked with the vascular sheath introducer. No issues or damage were reported with the deployment lever. The deployment button was fully pressed and flush with the handle. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. Manual compression was applied to complete the procedure. There was no reported patient injury. The physician was certified to use exoseal vcd. The device was stored and prepared according to the instructions for use (IFU). No visible device or package damage prior to use. Angiography confirmed femoral artery suitability, including a 30¿45° insertion angle. Vessel diameter was =5mm, with no visible calcification, plaque, stent, or stenosis >50% at or near the puncture site. No evidence of preexisting hematoma, av fistula, or pseudoaneurysm. The femoral site had not been previously closed within 30 days. The introducer sheath used (manufacturer, model, and french size) was unknown. The procedure was performed with a retrograde approach. The exoseal vcd was used in an interventional procedure. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until the flow significantly slowed or stopped. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced during advancement. The sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, locked against the handle assembly, and an audible click was heard. However, the indicator window did not change to solid black, and the physician did not place their thumb on the plug deployment button during retraction. The indicator window did not show red, and the exoseal vcd was securely locked with the vascular sheath introducer. No issues or damage were reported with the deployment lever. The deployment button was fully pressed and flush with the handle. The plug did not separate from the device. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was fully deployed. An 8f cordis avanti catheter sheath introducer (csi) was returned inserted on the unit. The indicator window was observed in the black/white position. A kinked/bent section of the delivery shaft was noted 10.5 cm from the distal tip (the csi was removed to better observe the kinked/bent condition). Dimensional analysis was performed on the delivery shaft near the kinked/bent area to verify both the outer diameter (od) and the inner diameter (ID). The od measurement obtained was within specification. This measurement was taken with a calibrated micrometer. The ID measurement was taken using a calibrated pin gauge, and it was within specification. The functional deployment simulation could not be completed. The indicator wire was pulled, moving the indicator window to the black/black position. However, when the deployment lever was depressed, the plug could not be deployed. This failure was most likely due to the kinked/bent section of the delivery shaft, which may have obstructed or impeded plug deployment. As a result, the plug deployment simulation could not be completed. A high-magnification microscopic evaluation was performed on the delivery shaft. This analysis confirmed the kinked/bent condition observed during visual inspection. No additional abnormalities were identified. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device since it passed functional analysis and the window changed positions as expected. However, the device was received with a kinked delivery shaft, which led to the event of ¿vascular closure device (vcd)-deployment difficulty-unable¿ during functional analysis of the product since the plug could not be deployed. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the indicator window not changing since the device was able to change during functional analysis, despite the kinked/bent condition of the delivery shaft. However, it was also reported that the deployment lever was fully depressed while the received device had no lever depression; therefore, it is possible that the received device does not match the description reported. Regarding the received kinked/bent condition of the delivery shaft, procedural/handling factors of the device most likely contributed to the condition, and this could possibly have contributed to the difficulty experienced when attempting to change the indicator window during the procedure if it was present. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As stated in the indication for use within the IFU, ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h1, h2, h3, h4 and h6. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.